Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant digoxin (dign) results generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The initial result of 0.9 ng/ml was reported out of the laboratory. When qc was erratic, a technician reran the sample 3 times, and obtained results of 2.1, 1.2, and 1.9 ng/ml. A subsequent testing at another lab produced result of 1.0 ng/ml. No result was amended. There was no effect to the patient or the user.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample and cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter?s global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during dwell. The home patient (hp) was connected at the time of the alarm. The hp was advised to notify the registered nurse (rn) of the alarm. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. No details could be provided about the incident. The hp has continued therapy as usual. The device was discarded, no companion sample was available, and the lot number was unknown.

Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available.